Event description:
It was found that the locking screw for series 7000 stem extension unscrewed in 2004. The surgeon performed revision to tighten the screw 8 days later. The surgeon recognized that the locking screw was screwed insufficiently.